Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
Reported 2 false positive sars results for one asymptomatic patient (off label use at the time). This report is to indicate one of the false positive instances, and an additional MDR will be filed for the other instance. The customer communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.